Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported this pacemaker was explanted after one month of being implanted due to patient scratched the incision opening / closing wound, which resulted in the partial release of the closed sutures, and this may have been infection. Leads were capped. The pocket was cleaned, disinfected, and the wound was closed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field a1 & e1: patient identifier, initial reporter zip/post code and initial reporter phone at this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported this pacemaker was explanted after one month of being implanted due to patient scratched the incision opening / closing wound, which resulted in the partial release of the closed sutures, and this may have been infection. Leads were capped. The pocket was cleaned, disinfected, and the wound was closed. No additional adverse patient effects were reported

Event description:
It was reported this pacemaker was explanted after one month of being implanted due to patient scratched the incision opening / closing wound, which resulted in the partial release of the closed sutures, and this may have been infection. Leads were capped. The pocket was cleaned, disinfected, and the wound was closed. No additional adverse patient effects were reported

Manufacturer narrative:
Correction to field e1: initial reporter zip/post code and initial reporter phone at this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.